Manufacturer narrative:
All pertinent information available to abiomed has been submitted at this time.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The returned pump was visually inspected and no abnormalities were observed. The cause of the issue was most likely patient condition related since motor current was reported to be unaffected and the returned pump operated to specification.

Event description:
The complainant was using a 2.5 pump to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the placement signal became non-functional. No patient harm was reported.